Event description:
Customer reported that the insulin pump has a crack on the right side of the screen that is causing the display to distort. Customer stated that the ink on the lcd screen is spreading out under the display. Customer stated that the device may have been dropped or hit against a door frame or countertop in the past. Blood glucose value was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with bleeding and cracked display glass, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.